Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8400td torpedo device broke during a shoulder arthroscopy procedure. The inner blade tip fractured within the device during use. An x-ray was performed to confirm that no fragments remained in the patient. All fragments were accounted for. The event resulted in an approximately 35-minute delay, requiring additional anesthesia. The procedure was completed using another ar-8400td torpedo, and no harm or adverse effects to the patient were reported.